Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the 30-degree endoscopes rotated 180 degrees by itself suddenly without any action from the surgeon. The image was inverted. The horizon line was rotated 180 degrees, but the master tool manipulators (mtm) remain assigned so that motion was non-intuitive. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor contact and obtained the following additional information: the endoscope was installed in the down orientation. The surgeon confirmed the desired orientation when the endoscope was installed. No indication of the image orientation was provided to the user via the user interface. The endoscope and endoscope adapter/base were still engaged/in-sync/attached. There was no damage observed. Prior to the event, the endoscope was not manually rotated 180 degrees. The issue was resolved by taking the endoscope off the arm and reinstalling it again. This was performed three times before it worked properly. In the first surgery, the customer did not change the endoscope. When the customer had the same problem in another surgery, they changed the endoscope. The vision issue did not result in patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the image was inverted, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and failure analysis replicated and confirmed the customer reported complaint. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation(s) not reported by site include cable delamination. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the connector exhibited discoloration. Visual inspection confirmed discoloration of housing. The endoscope integrated connector was visually inspected and found with damage to the electrical contacts and/or circuit board. The complaint regarding the image was inverted was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.